Event description:
(B)(6) states that the snap buttons on the legs of the shower chair are not working properly. She does not have a model, the unit does not have invacare on it. The unit has been in storage for awhile and (B)(6) received it from another family member.